Event description:
No blood glucose levels reported. The nurse of the customer reported that when the sensor of the insulin pump was pulled from the customer; only the head of the sensor was pulled out nad the sensor was missing. It was possible that the sensor may have remained under the skin of the customer. No additional info was provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.